Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was preoperatively diagnosed with adult spinal deformity and spinal canal stenosis. So the patient underwent anterolateral fusion and posterior interbody fusion at levels t8-s2al. The most cranial side was fixed with hook and tlif surgery at l5-s1 and olif (oblique lumbar interbody fusion) were performed. Post-op, it was reported that screws on the both sides of l5-s2al loosened. It is unknown which one of screws shown in attachment is the relevant screw. As a result of this event, the patient is scheduled for a revision surgery for replacement of the screws and the rod connection.